Event description:
During percutaneous coronary intervention (pci), the cypher stent delivery system would not come out of the guiding catheter and subsequently became elongated. Percutaneous coronary intervention (pci) was being performed on a 90% occluded lesion in the proximal left circumflex, the obtuse marginal and the distal left circumflex. It was also tortuous. A 6fr jl4.0 radiguide guiding catheter was engaged to the target vessel. Then, the 3.0x28mm cypher stent was inserted into the vessel at proximal left circumflex to conduct kissing balloon technique with a 2.0x15mm sprinter balloon at the obtuse marginal. However, the cypher would not come out from the tip of the guiding catheter. Therefore, a different balloon, a 2.5x15mm lacrosse was used instead, but the cypher still wouldn't come out from the guiding catheter. Then, during delivery of the cypher to the lesion, the shaft became elongated. Therefore, physician changed the guiding catheter from a 6french to a 7french brite tip xb3.5 and then implanted a different cypher, a 3.0x23mm, with a 3.0x15mm lacrosse balloon by kissing balloon technique. The procedure was safely finished. There was no reported patient injury. The product was clinically used and will be returned for the analysis.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. The product is available for testing and evaluation but the engineering report has not been completed. Additional information received will be submitted within 30 days upon receipt.